Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the implant of this right atrial (ra) lead, placement difficulty was encountered due to the patient's hard veinous stenosis. Once the lead was in position, non-capture, non-detection, and no measureable current of injury was observed. The lead was removed from the patient and it was observed that the lead helix was deformed. The physician suspects that the helix may have been damaged during the placement difficulty. This ra lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that the hospital discarded the lead. The lead will not be returned.